Event description:
Related manufacturer reference number: 2017865-2022-38225. Related manufacturer reference number: 2017865-2022-38226. It was reported that there was failure to capture on the right atrial (ra) lead and increased capture threshold on the right ventricular (rv) and left ventricular (lv) leads. The leads were dislodged. During a revision procedure, the rv, ra and lv leads were explanted and replaced to resolve the event. The patient was in stable condition.